Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisional broke during a knee arthroplasty procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shows that a large portion of the lateral side has fractured off. All pieces have been returned. There are also signs of wear, such as gouges and scratches on both the anterior and posterior sides of the provisional. DHR was reviewed and no discrepancies were found. Root cause of the issue cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.